Event description:
The manufacturer received information alleging an incourage device caused a stroke in the patient's eye during therapy. There was no allegation of a device malfunction. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer's investigation is complete.